Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: evaluation revealed a crack in case between keypad and display-damage to pump case. Leak due to cracked pump case with evidence of moisture inside the pump: moisture corrosion was found on all boards, on display, and near keypad connector. The bolus button was torn/punctured. Due to moisture damage the keypad is not working. Due to moisture damage and keypad not working, investigators were unable to investigate complaint about time and date reset. Black box not verified the pump time, date reset to default after por. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a damaged case and moisture in the pump. This report is made based on results of investigation completed on 05/10/2016.